Event description:
It was reported to boston scientific corporation that a capio device was used during a sacrospinous ligament fixation procedure performed on (B)(6) 2021 for the treatment of vaginal prolapse. During the procedure, the "needle" broke off. Reportedly, the procedure was completed with a new device. There were no patient complications reported as a result of the event. The event is unclear, and attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. The event description may suggest that the dart detached from the suture.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.